Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was switched off and they did not notice. Customer reported under delivery as the insulin pump was switched off. Customer's blood glucose level was 463 mg/dl. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08660 inches. No unexpected insulin flow blocked alarm or no under delivery anomaly noted during testing. No battery or power anomalies noted during testing however, power graph generated by adapt power management tool shows unexpected battery power loss at different periods of time. Problem isolated to electronic assemblies.